Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fill resistance when loading a cartridge. There was no impact to the customers blood glucose level. The customer noted ". Some kind of blockage in the cartridge". The customer was able to load a new cartridge successfully.